Event description:
It was initially reported that the patient had a (B)(6) infection at the generator incision site and a dime-sine hole at the incision site with discharge. The patient had a PICC line placed to drain the infection which the patient reported was to be left in for 6 months and was referred to an infectious disease physician. Follow-up indicated that the infection was related to patient care following the generator replacement. There was no known specific manipulation or trauma that caused the infections or any changes in medication. It was also recently reported to the office that the patient had her whole vns explanted. There is a plan to re-implant the patient eventually but it is unknown how long they will wait. The (B)(6) infection will be allowed to clear and then see what the patient wants to do in regards to her vns as she received great benefit from it. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
The patient underwent re-implant on (B)(6) 2016.